Event description:
The customer reported via phone call that the insulin pump was not delivering boluses. She changed the infusion set and battery but the insulin pump sometimes did not deliver insulin. The customer believed the insulin pump had a delivery anomaly because she noticed her blood glucose level was high and was not feeling well. Her blood glucose level was 250 mg/dl. The displacement test passed. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.